Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 failed and was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients, since nurse needed to walk in the pharmacy to obtain the medications manually. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer was not being detected on the communication bus. A field service engineer resolved the issue by rebooting the device in accordance with knowledge article fstka - fh drawer not detected on pyxibus. After the reboot, the field service engineer logged into the hardware test application to verify functionality, and the system operated as expected. The system functioned as intended after the field service engineer repaired the device.